Event description:
Boston scientific crm received information that during a recent interrogation it was noted that this lead is exhibiting impedance measurements of greater than 2000 ohms, as well as loss of capture. It is believed this is a result of the patient fall that occurred two weeks prior. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this event will be updated as necessary.